Manufacturer narrative:
D4 - the primary UDI number in d4 is reflective of all currently available information no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was in reanimation and had a driveline power fault alarm. The ventricular assist device (vad) coordinator checked the percutaneous lead and modular cable connection and found no issue. They then exchanged the modular cable and controller and there was no more alarm.